Event description:
The customer reported a fluid leak of unspecified volume from a coulter lh 750 hematology analyzer during instrument startup. The leak was contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/05/2015 and found that tubing had disconnected at the retic clearing solution pump (pm6). The fse replaced the tubing, which resolved the leak. The fse also observed a contained leak from the needle overflowing from the top of the cartridge during the backwash cycle. He verified that the vacuum pathway was not obstructed and replaced the needle, which resolved the leak. The instrument ran without any leaks and all repairs were verified per established service procedures. (B)(4).